Manufacturer narrative:
Event date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that it was taking too long to charge. Patient reports he charges every day and it used to take less than a half an hour. Now it takes a couple of hours. The patient had changes in his settings in (B)(6) 2018. The new settings seem to make things worse. Patient explained his condition. Patient reports shakes. He also noticed the charging problem started after they changed his settings. Patient confirmed he is getting good coupling when charging and never had a problem with the insr. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported they were ¿completely unaware of these events and have no input or opinion on them.¿ no further complications were anticipated.